Manufacturer narrative:
(B)(4) (revision surgery, persisting back pain). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2003, the patient underwent anterior lumbar interbody fusion surgery on the lumbar region of his spine from vertebrae l4 to s1. Reportedly, rhbmp-2/acs was used in this surgery. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the anterior disc space). Allegedly, "patient's post-operative period has been marked by a period of improvement, followed by a return of severe and chronic low back pain, with radiating pain into his groin and lower extremities. Severe pain and symptoms ultimately compelled patient to undergo four revision surgeries - on (B)(6) 2013, (B)(6) 2015." Reportedly, "patient continues to experience chronic and severe mid and lower back pain, with pain, muscle spasms, and radicular symptoms extending down his hip and right leg. He experiences urinary issues, cannot sit for extended periods of time, and must constantly change positions due to pain."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: l4-5 and l5-s1 discogenic pain syndrome. He underwent the following procedures: anterior lumbar interbody fusion at l4-5 and l5-s1 with cage interbody system with 13x20 mm cage cylindrical and proximity at the l5-s1 level and 13x24 mm proximity and cylindrical cage at the l4-5 level with complete diskectomy at 4-5 and 5-1. Intraoperative monitoring. As per operative notes,¿ at this time a 13x20 proximity cage was packed with bmp and placed in the interbody space in the posterior two thirds under fluoroscopic guidance. After this was completed the left obturator was removed and again the reaming and capping process performed. A 13x20 mm cylindrical cage was placed under fluoroscopic guidance. At this time the guide tube was removed. The anterior chambers of the cages were then packed with the remainder of the bmp. The right obturator was removed and the space was then reamed and capped for the interbody cage. A 13x24 mm interbody cage was then chosen and packed and then attention was directed towards the left. Again the obturator was removed. The reaming and tapping process was performed under fluoroscopic guidance and a 13x24 mm cylindrical cage was then packed with bmp and placed in the prepared space under fluoroscopic guidance. At this time, the double barrel guide system was removed. The anterior chambers were packed with the bmp and again ap and lateral fluoroscopic examination was performed demonstrating good distraction of the 4-5 and 5-1 space.¿ no intra-operative complications were reported.